Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized on (B)(6) 2018 for a low blood glucose of 3.9 mmol/l and a bacterial infection. The customer's sensor glucose was 8 mmol/l at the time of incident. No further details were provided regarding symptoms or treatments of the hypoglycemia. Additionally, the customer's insulin pump suspended inappropriately. The customer's blood glucose was 7.7 mmol/l despite a low suspended limit setting of 3.4 mmol/l. Troubleshooting was initiated for the sensor glucose inaccuracy but was inconclusive. The sensor was not returned for analysis.